Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported by the customer opened a port kit and inside the sterile package was a long black hair that was under supplies. Additional information received 11/3/2023: it was reported there was no negative outcome or injury and a new product was used.